Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they had been taken to the emergency room after receiving inappropriate shocks due to noise from a fractured right ventricular (rv) lead. The lead was turned off and the patient was wearing a life vest until the lead is replaced. The lead was subsequently replaced. No further patient complications have been reported as a result of this event.